Event description:
During a routine tonsillectomy, the "pen" on a valleylab electrosurgical generator was not inserted completely. Approx 3-4 mm of the metal was visible at the point where the tip enters the pen. Current was still flowing through the pen with the tip partially out. This non-insulated section of the pen rested against the corner of the child's lip and caused a cautery burn. The device was inspected by clinical engineering and found to be operating properly. The concern is that electrical current to the cautery tip should cease when the tip is not seated completely. Dates of use: 2008. Diagnosis or reason for use: tonsillectomy.